Event description:
It was reported that the pt was admitted to the ER with complaints of chest pain an shortness of breath. The pt underwent left heart catheterization. The guide wire was negotiated across the tortuous right coronary artery followed by balloon angioplasty. Post balloon angioplasty, it was felt that primary stenting was needed due to the rather large vessel. A 3.5 stent was advanced to the proximal right coronary artery. The artery was tortuous and calcified. Reportedly, upon inflation, there was evidence that the distal part of the balloon inflated and separated from the stent, but the proximal segment of the stent was left on balloon. The stent was stuck in the artery and could not be pulled back. The stent was left in place and the system was pulled back. The pt was sent for bypass surgery.